Event description:
Patient had knees bent during transport going through double doors. Staff unable to steer as fifth wheel was not functioning properly during transport. Steering has been problematic for a majority of these stretchers (about 30 of them not working at this time). Manufacturer aware of the safety concerns for staff and patients. Steering problems not yet repaired by the manufacturer.